Event description:
While undergoing an EKG, the pt developed dyshagia and dyspnea and their heart stopped. Cardiopulmonary resuscitation was not required. It was reported that the pt's device was programmed to off at the time of the event. Report is incomplete because no response has been received to MFR's request for additional info from treating physician (via fax x1).

Event description:
Further follow-up revealed that the vns system is still turned off and the pt has not experienced further assystole. The physician reported the vns therapy is possibly related to the event. The physician also reported that the pt does not have any cardiac history that might have contributed to the event. The plan is to keep the vns system turned off. The device was reportedly not on the time of the reported event (dysphagia, dyspnea and asysteole), therefore, it is not likely that the vns contributed to the event.

Event description:
Further follow-up revelaed that the device remains programmed off. It was reported that the reported events have not recurred. It is unknown if the reported events are related to vns therapy due to lack of information from treating physician.